Event description:
Coil was placed in catheter as usual. Coil did not detach, another detacher used as an attempt to detach coil with no success. The coil was then taken out of the catheter/patient and off of the sterile field. Coil failed to detach. 3.5x30 prestige coil system (balt) f230501011.